Event description:
It was reported the device was used during a low anterior resection. It was reported the surgeon fired the cdh29 device to anastomose bowel and upon inspection of the anastomosis discovered approximately 7 staples outside of the anastomotic site (staples did not close the site). The surgeon sutured this area where the staples did not close the anastomosis.